Event description:
The customer's mother reported via phone call that the customer was hospitalized due to an unknown diabetes-related issue. The caller did not provide the blood glucose reading. The customer's mother called to report that the customer had a missing transmitter. The caller stated that the customer had been advised to take the insulin pump and transmitter off upon admission, leading to the lost transmitter. Two follow-up calls made to the customer to obtain further information regarding the hospitalization were unsuccessful.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.